Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped in the body immediately upon inflating. The mynx was removed and closure was performed with a 6/7f non-cordis device. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6fx11cm avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation. There was no visible damage in distal end of the sheath after removal. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped in the body immediately upon inflating. The mynx was removed and closure was performed with a 6/7f non-cordis device. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The vcd was used with a 6fx11cm avanti sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation. There was no visible damage in distal end of the sheath after removal. The product was not returned for analysis. A product history record (phr) review of lot f2223102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The IFU also warns users not to use the device in the vicinity of a stent. The product is only intended to be used in the femoral artery. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.